Manufacturer narrative:
PMA/510k: this product is not marketed in the us. Claim # ((B)(4).

Event description:
The reporter indicated that a 13.2mm ,vicmo13.2, -9.5 diopter, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2020 on (B)(6) 2021 the lens was exchanged for a shorter length lens due to excessive vault. This exchange resolved the problem. Cause was reporter to be unknown.